Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, serial/lot #: -, ubd: unknown, UDI#: unknown h3, h6: no products were returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the amber light was illuminated on the camera. Troubleshooting was performed. The camera worked to track instruments. The network device interface (ndi) toolbox indicated that the temperature sensor had flipped. Technical services (ts) instructed the local representative (cs) on how to reset the temperature sensor. The amber light turned off and issue was resolved. There was no patient involvement.